Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue and successfully replaced. No additional adverse patient effects were reported. Additional information received detailed this ICD was explanted because it recorded a code indicating the remaining battery estimate was not accurate. No additional adverse patient effects were reported.